Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a low sensor scan and as a result, he lost consciousness and was unable to self-treat. The customer further reported having contact with a healthcare professional who administered ¿too much sugar¿ as treatment. The healthcare professional then obtained a blood glucose result of 31 mmol/l on their meter as compared to a sensor scan of 8 mmol/l. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was diagnosed with diabetic ketoacidosis but no further details were reported. There was no report of death or permanent injury associated with this event.